Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burn unit was placing a catheter into the patient's left subclavian vein. The spring wire guide (swg) was inserted easily into the patient with no resistance. When trying to remove the swg from the catheter the swg became unraveled, but was removed intact. As a result, a new kit was opened and placed successfully. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported.